Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 2 and spinal pain. It was reported that the patient's ins was implanted too high and that they weren't able to where pants. The patient was looking for a doctor to replace the ins with a smaller model. No patient complications were reported.